Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had a lead position check failure alert triggered and undersensing. It was noted that everything appears to be functioning as programmed and there were no episodes, however atrial tachycardia/atrial fibrillation (af) therapies were turned off. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.